Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that his insulin pump screen was scratched making it hard for him to see. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump made weird noises during rewind, and prime and rewind took more time, and the buttons were worn out. The customer was assisted in troubleshooting. The insulin pump will be returned for analysis.